Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician pulled the slack and the trip wire broke and detached from the suture. Reportedly, the cap was cut off to remove it at the end of the scope, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician pulled the slack and the trip wire broke and detached from the suture. Reportedly, the cap was cut off to remove it at the end of the scope, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Only the ligator head was received for analysis. A visual examination of the ligator head found four bands present with some bands were moved out of their position. It was noticed that the ligator head teeth were bent. The suture was inspected and it was found to be broken. The handle assembly was not returned for analysis, therefore the trip wire could not be inspected in order to check if it presented any visual damage; consequently, not confirming the reported complaint. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity. Based on the information available and the analysis performed, the investigation conclusion code for the encountered issues on the device will be documented as "cause traced to component failure" since expected or random component failure without any design or manufacturing issue. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause traced to component failure, since expected or random component failure without any design or manufacturing issue.